Manufacturer narrative:
This report is submitted on august 2, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to device non use. There are no plans to reimplant the patient, as of the date of this report.